Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), approximately eight years after the implant of a sapien xt valve, the valve is reported to have degenerated. A valve in valve may be required.

Manufacturer narrative:
The valve remains implanted and was therefore not returned to edwards for evaluation. Additional information obtained confirmed that approximately seven years and two months after the implant of a 23mm sapien valve in the aortic position, the valve was calcific/deteriorated and as consequence moderate regurgitation and stenosis were present. Additionally, the patient was symptomatic with shortness of breath. A valve in valve procedure was planned but unfortunately the patient passed away before any edwards products were implanted into the patient. Calcification of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. I n these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the root cause for the calcification could not be confirmed, but may be related to the patients pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Additional information received confirmed the patient developed a cardiac tamponade before the valve could be placed. A medtronic melody valve was attempted to be deployed. The patient expired during the procedure.

Event description:
As reported by the edwards affiliate in (B)(6), approximately eight years after the implant of a sapien valve, the valve is reported to have degenerated. A valve in valve may be required.